Event description:
A few weeks ago rptr was contacted by the director of the nicu regarding the incidence of pts with acquired brain injury who have been found to have a dvt. One of the members of his team was curious if rptr had perceived a recent increase in dvt in pts admitted to rehabilitation ctr. The director has been aware of rptrs clinical protocol regarding the screening of acquired brain injury pts following publication two yrs ago on the incidence of dvt in pts with acquired brain injury. In that study it was established that the incidence of dvt in tbi pts and nontraumatic brain injured admitted to an inpatient rehabilitation unit. It was the first study which attempted to establish the incidence of dvt. In that study it was established that the cost for dvt screening in this pt population appeared to be more cost effective than mass screening programs for either breast cancer or colorectal cancer. As one may be aware this population is not amenable to early prophylactic anticoagulation because of the risk of bleeding or rebleeding into the brain. Based on this rptr has justified early prophylactic screening with ultrasonagraphy. This paper has been recently referenced by the british national health service justifying the use of dvt screening tests both by the pathophysiology of pulmonary embolism and the association of a reduction in undiagnosed deep venous thrombosis. This is of considerable concern since approx 40-60% of all dvt do not evidence the classical symptoms of dvt; 30% to 50% of undiagnosed untreated dvt will embolize; and that 30%-50% of the undiagnosed and untreated pulmonary embolisms will die. This is compared to estimates of 1% of adequately treated dvt will progress to mortality. The director of the nicu felt that any change may be attributable to change to the plexipulse intermittent pneumatic compression devices which only cover the foot and lower calf. Since this was instituted universally in the nicu, sicu and trauma ICU approx in july 1997 facility went back clinically to july comparing current incidence of dvt to a previous control group included in original study where no intermittent pneumatic compression was utilized. Rptr found the following: pt population: twenty-nine consecutive pts status post intracerebral hemorrhage and/or traumatic brain injury admitted to rehabilitation center between july 1 1997 and december 31. Ten pts were status post ich and 19 were status post tbi. This was compared to 164 pts screened in the previous study. Conclusion: with a 90 % certainty it can be concluded that the incidence of dvt has doubled in this population admitted to rc. Discussion: in this preliminary analysis, it appears that the current use of the plexi-pulse sys may have resulted in an increase in dvt in this pt population at facility. The reason for this may be related to the pathophysiology of dvt. The studies upon which the use of this device were based were in pts status post orthopedic procedures.